Manufacturer narrative:
See MDR 1920664-2007-00384 for the delivery device used with this lens.

Event description:
The haptic of this lens became stuck in the delivery device when the lens was being delivered to the eye. Another lens was used to complete the procedure.